Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the full height cubie drawer failed due to component. Field service engineer replaced the drawer from other station to resolve the issue. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height cubie drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.